Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) generated an overheat error message and pumping began to stop. The iabp power was not turned off and the customer removed both the iab and the iabp and ended therapy, since the patient has stable vital signs. It was noted that the patient had a frequent pulse more than 120. No patient injury or harm was reported.

Manufacturer narrative:
The supplier returned the motor control board to the national repair center (nrc). The supplier could not duplicate the complaint. The supplier performed functional testing and the board passed testing. The supplier also placed the board into a cardiosave and ran the unit for 5 hours without any errors. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board will be retained in the national repair center per procedure.

Manufacturer narrative:
The supplier returned the front end board to the national repair center (nrc). The supplier stated that there was no trouble found (ntf) , and that the board passed testing. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board will be scrapped per procedure. The motor control board was sent to the supplier for further evaluation, and nrc is till waiting for the part to be returned. A supplemental report will be sent upon completion of this evaluation.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) generated an overheat error message and pumping began to stop. The iabp power was not turned off and the customer removed both the iab and the iabp and ended therapy, since the patient has stable vital signs. It was noted that the patient had a frequent pulse more than 120. No patient injury or harm was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. According to the getinge service representative, no reported incident was reproduced at this point. The iabp is currently under running test. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) generated an overheat error message and pumping began to stop. The iabp power was not turned off and the customer removed both the iab and the iabp and ended therapy, since the patient has stable vital signs. It was noted that the patient had a frequent pulse more than 120. No patient injury or harm was reported.

Manufacturer narrative:
The suspected faulty parts were returned to getinge's national repair center (nrc) for failure evaluation. Visual inspection of all the following mentioned parts were completed per procedure with no visual damage observed. The nrc installed the scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications. After 3 days of continuous run time, the nrc could not verify the failure of error message overheat. The compressor passed testing. The compressor will be retained at the nrc. The nrc installed the motor control board into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The national repair center could not verify the failure of error message overheat. The board passed testing. The nrc installed the temperature sensor probe into the cardiosave test fixture and tested the sensor probe to factory specifications per the cardiosave service manual. The national repair center could not verify the failure of error message overheat. The temperature sensor probe passed testing. The nrc will retain the temperature sensor probe per procedure. The nrc installed the front end board into the cardiosave test fixture and tested the board to factory specifications. The national repair center could not verify the failure of error message overheat. The board passed testing. The nrc is sending the front end board to the supplier for further evaluation.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) generated an overheat error message and pumping began to stop. The iabp power was not turned off and the customer removed both the iab and the iabp and ended therapy, since the patient has stable vital signs. It was noted that the patient had a frequent pulse more than 120. No patient injury or harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the temperature sensor, the front end board, the motor control board and the scroll compressor. The fse performed all functional and safety checks to meet and pass factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) generated an overheat error message and pumping began to stop. The iabp power was not turned off and the customer removed both the iab and the iabp and ended therapy, since the patient has stable vital signs. It was noted that the patient had a frequent pulse more than 120. No patient injury or harm was reported.